Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had irregular readings and he was below his threshold suspend. Customer has had these issues before. Customer's blood glucose value was 98 mg/dl. Customer's sensor glucose value was 56 mg/dl. Sensor glucose and blood glucose difference is not within an acceptable range. Customer's sensors are expired. Customer was advised to stop using the sensor. Customer is aware to discontinue the use of the expired sensors. No additional information provided.